Event description:
On (B)(6) 2011, pt reported elevated blood glucose of 200-300 mg/dl over the previous month. The infusion cannula was bent on one occasion. Blood glucose elevates approx 24 hours after the infusion headset is inserted. Normal blood glucose is 150-160 mg/dl. When pt removes the headset, it leaves a "mark" on her skin. It takes one hour for the mark to go away. Infusion headsets are inserted manually. Pt changed the infusion set and bolused to correct her hyperglycemia, and her blood glucose would then return to her normal range. Alleged infusion sets were not available to return for eval. Replacement product was sent. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.